Event description:
Olympus was informed by the biomedical engineer at the user facility that the customer ultra telescope has a defect of ¿image cloudy¿. The customer reported defect was found at procedure and the customer confirmed no death injury or infection and no person or other was impacted. The telescope was returned to the olympus repair center and during inspection, broken components in the optical system and outer body of the telescope was identified. This report is being submitted to capture the broken components (lens and light guide post) in the optical system and outer body.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported defect, the image is blurry cloudy due to broken lens in optical lens system and the light guide post on the outer tube is broken off. No moisture was observed in the optical system. The inspection also noted the rigid outer tube is dented. Fiber breakage and scratches were found on the distal tip edge minor scratches on the black eye piece funnel. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported problem occurred due to excessive use. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.